Manufacturer narrative:
Investigation: a single packaged 10ml syringes was received, confirmed to be from batch #9052628 (p/n 302995). It was visually evaluated. The scale markings were correctly printed. No visual defects were observed in the returned sample. The syringe was tested for volumetric accuracy per procedure. The volumetric accuracy was found to be well within the acceptable range per iso guidelines. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe luer-lok¿ tip do not contain what they should contain. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the syringes do not contain what they should contain. Verbatim: ¿we have issues with bd syringes in oncology: 10, 20, 30ml formats. Also, instead of 10ml in a 10ml syringe, we get 9.75ml. Additional info rcvd: they do not contain what they say they should contain. We tested them with water and then used a scale to verify our findings. Info rcvd: the volume contained in the syringe is not equal to the amount on the measurement markers and desired. The amount is off by .2-.5ml of the desired measurement. These are used to administer medication into patients by injection. The amount is inferior and may cause a risk of under dosage. They are also used to dissolve powder medications since the measurement is off it leads to mixture issues. These are also used for chemotherapy and is a risk to patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip do not contain what they should contain. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the syringes do not contain what they should contain. Verbatim: ¿we have issues with bd syringes in oncology: 10, 20, 30ml formats. Also, instead of 10ml in a 10ml syringe, we get 9.75ml. Additional info rcvd: they do not contain what they say they should contain. We tested them with water and then used a scale to verify our findings. Info rcvd: the volume contained in the syringe is not equal to the amount on the measurement markers and desired. The amount is off by .2-.5ml of the desired measurement. These are used to administer medication into patients by injection. The amount is inferior and may cause a risk of under dosage. They are also used to dissolve powder medications since the measurement is off it leads to mixture issues. These are also used for chemotherapy and is a risk to patients.